Event description:
Pump would not allow pt to set to continue flow and set pump rate. Unable to troubleshoot over the phone. Pump did not display any error message. No critical injury reported. Sending pt new pump with return box for old pump. Diagnosis or reason for use: pah.